Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer set the pump basal rate incorrectly. Tandem technical support guided the customer through adjusting the pump basal rate. Customer experienced low blood glucose (bg) levels. Customer did not provide a bg value. Customer ate carbohydrates to address low bg levels.